Event description:
It was reported that before usage of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was foreign mater found and air bubbles in the gel. The following was reported by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They were noticed before used. Total q'ty 10 boxes. (100pc/box). Lot#:3016655.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and foreign matter based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bedform usage of bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was foreign mater found and air bubbles in the gel. The following was reported by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They were noticed before used. Total q'ty (B)(4) /box) lot#:3016655.